Manufacturer narrative:
Initial.

Event description:
It was reported that the user performed a supply change, initially forgot to remove adhesive, briefly removed and reattached the site, then later replaced the site in the same area and subsequently experienced rising blood glucose to 310 mg/dl; during a guided site change a bent cannula was confirmed, consistent with an infusion set deployed incorrectly or an infusion set connector not attached correctly, involving the cannula component, and troubleshooting and education were completed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.